Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive. Could not reproduce communication error or no fluoro problem. System operates as intended.

Event description:
Customer reported the system would not play cine runs, is displaying a communication error and will not fluoro. No pt injury was reported.